Manufacturer narrative:
(B)(4).

Event description:
During the procedure, the doctor found the j-tip of the guidewire was "twisted". No patient harm. The device was replaced and a second attempt successful. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned a single guide wire for evaluation. The guide wire was returned with the advancer tube. Signs of use of what appears to be biological material was observed on the advancer tubing. The guide wire was observed to have one offset coil directly adjacent to the j-bend. Despite this, the distal j-bend appeared normally shaped. Microscopic examination confirmed the kinks in the guide wire body. Both welds were present and were observed to be full and spherical. The kinks in the guide wire were located 444mm from the proximal tip. The overall length of the guide wire measured 45.4 cm which is within the specification of 44.4-45.6 cm per guide wire product drawing. The outer diameter of the guide wire measured 0.44mm which is within the specification of 0.43-0.47mm per guide wire product drawing. The returned guide wire was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "place tip of arrow advancer - with 'j' retracted - into the hole in rear of arrow raulerson syringe plunger or introducer needle". The guide wire was advanced through a lab inventory ars and a lab inventory 21ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked directly adjacent to the distal j-bend. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review was performed based on sales history, and no relevant findings were identified. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
During the procedure, the doctor found the j-tip of the guidewire was "twisted". No patient harm. The device was replaced and a second attempt successful. The patient's condition is reported as fine.